Event description:
Customer reported erratic device results. Device = 499 mg/dl and within one minute, device = 212 mg/dl. Customer went to hospital and their device = 193 & 212 mg/dl. Sometime afterwards customer went into a coma and customer's family member claims they were using the device until the incident. Customer was admitted into the hospital. Hospital treatment is unknown. No controls used. A request was made for return product and replacement product was sent.